Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0125633. All inspections and challenges were performed per the applicable operations qc specifications. There were two notifications [200893686, 200893521] noted that did not pertain to the complaint.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced foreign matter contamination. The following information was provided by the initial reporter: walgreens consumer removing a new syringe from package of 10 and finding what she described as "water" in the barrel. The syringe is unused. 1 syringe affected. Catalog: 928856. Lot: 0125633. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced foreign matter contamination. The following information was provided by the initial reporter: (B)(6) consumer removing a new syringe from package of 10 and finding what she described as "water" in the barrel. The syringe is unused. 1 syringe affected. Catalog: 928856, lot: 0125633, date of event: (B)(6) 2020.